Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose levels of 23 mmol/l and had blank display on the insulin pump. It was reported that the insulin pump stopped working and the screen was foggy. It was reported that the customer treated high blood glucose levels with a bolus. The customer declined to perform the troubleshooting related to the high blood glucose levels. The customer was advised to disconnect from the insulin pump. It was reported that the display did not return. The insulin pump is not expected to return for analysis.